Event description:
It was reported by the customer that during pm the cs300 intra-aortic balloon pump(iabp) screen not working. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to characterization limit event site city: (B)(6). Initial reporter name: (B)(6). Updated field: b4, e1(initial reporter, event site address, event site telephone) g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was not able to confirm the failure. The unit was suitable for clinical use.